Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Issue was reproduced during on-site visit. During ventilation, when the o2 concentration was being adjusted, the intermittent humming sound was coming from the o2 gas module. It was pointed out that the o2 gas module is defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the part pointed as defective was the cause of the failure. However, the root cause to why the part failed has not been established as the claimed part was not returned for investigation. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s corrected brand name: servo-s base unit d4 ¿ version or model #: previous version or model #: servo-s corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).